Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger (insr) antenna waist belt was broken. The patient stated that the ins was depleted and that the belt clip had broken due the way it was fastened and the ins location. It was reported that the ins recharging antenna waist belt was broken/damaged. A replacement insr antenna waist belt was sent. A replacement belt was sent. No additional patient symptoms, and no additional device complications were reported for this event.